Event description:
Event description guidant received information that prior to implant, this implantable cardioverter defibrillator (ICD) displayaed a monitoring voltage of 2.77v and the gas gauge showed as half-full. The guidant representative held the device inside for approximately one week to ensure a warm device, and performed two capacitor reformations. The device did not recover.